Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 3 MDR's filed for the same event (reference 1825034-2014-01088/-01089 and -06543).

Event description:
Legal counsel for patient reported that patient underwent a total left hip arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2012 due to patient allegations of pain, dysfunction, lack of mobility, and loss of range of motion. Legal document further alleges that bone grafting of the acetabulum was required during the revision surgery. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient's operative (op) notes reports patient was revised due to periprosthetic proximal femur fracture. Revision op report notes osteoporosis, proximal calcar bone loss, and the appearance of a loose femoral component. During removal of the femoral component, an introgenic fracture of the proximal greater tuberosity occurred. The cup, modular head, and stem were removed and replaced with competitor components.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation related to the reported event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-01088/-01089).

Event description:
Legal counsel for patient reported that patient underwent a total left hip arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2012, due to patient allegations of pain, dysfunction, lack of mobility, and loss of range of motion. Legal document further alleges that bone grafting of the acetabulum was required during the revision surgery. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.